Event description:
It was reported that the lead exhibited low impedance. It had also sustained clavicular crush damage which was seen on a chest x-ray. The lead was capped and replaced.

Manufacturer narrative:
Na